Event description:
Original reporter stated that loose screws were noticed after pt's use. Original report was rec'd on (B)(6) 2010. Despite multiple attempts were made in order to obtain additional detailed information. Final response was rec'd on (B)(6) 2011. After reviewing process of incident details it has been found that the event is meeting reportable requirements. During laryngoscopy with mac 3 reusable blade (B)(4), one screw cam dislodged and fell into pt's mouth, which required retrieval with forceps. No harm/adverse incident to a pt. There is evidence that this blade has been reprocessed by using unauthorized sterilization parameters.